Event description:
The facility representative reported a colleague infusion pump which displayed "speaker failure message". It is unknown when this condition occurred. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B) (4). This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.